Manufacturer narrative:
Medical product: metasul® ldh®, head adapter, m, 0, taper 12/14-18/20 catalog#: 01.00185.146; lot#: 2482725, metasul® ldh®, head, 48, code (B)(6), taper 18/20, catalog#: 01.00181.480 ; lot#: 2437780, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset, catalog#: 00-7711-011-20; lot#: 61365648. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00058; 0009613350-2022-00059. Product location unknown.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently revised due to pain and elevated metal ions. During the procedure metallosis, pseudotumor, bone erosion, scar tissue, soft tissue damage and trunnionosis was encountered. The head was exchanged without complications. The stem and acetabular components remained intact.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. No further due diligence required as all required information to support the conclusion is available or was already requested. Devices are used for treatment. The product combination was approved by zimmer biomet. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent hip surgery in mar 2010. The patient then had I&d for unknown reason in mar 2017. The patient was revised in jan 2020 due to pain and elevated ions. The patient had dull ache and elevated cobalt and chromium ion levels. Previous incision utilized and encountered inflammatory fluid and pseudotumor was removed. The scar tissue was removed and metallosis and soft tissue destruction was encountered. Trunnionosis/corrosion present once head removed and the trunnion was cleaned. Bone erosion at proximal femur at bone implant interface. Femur and acetabular components stable and remained intact. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).